Manufacturer narrative:
E.1.initial reporter facility name: (B)(6). H.6. Investigation summary: bd had received 3 samples and 1 photo were returned by the customer in support of this complaint from catalog 367841, lot number 3163660. Visual examination of the samples and the photo was performed and revealed improper assembly causing the stopper to no be placed in the hemogard closure correctly. Bd was able to confirm the customer¿s indicated failure mode with the investigation completed. The exact cause for the customer¿s failure mode could not be determined. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes, there were cocked stoppers on three (3) tubes. There was no report of impact to the patient or user.